Event description:
Customer reported issues with rapid battery depletion. There was no reported impact to the customer¿s blood glucose level. Customer declined further assistance, and no additional actions were taken.